Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that starting a few months ago, every so often the patient's ins was hot, hurt, and felt like it was shooting electricity from the ins itself. It was also noted the ins site was sore.  The patient stated they were in a wreck in august but were not sure if they hit the ins during the wreck. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.